Manufacturer narrative:
The reported event was unable to be reproduced during functional testing of the autopulse lithium ion battery (sn (B)(4)). The battery was received with no physical damage and four green leds illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc). The battery status indicator illuminated four green leds indicating that it was able to successfully charge. The battery was further tested using a good known reference autopulse platform and was able to power the platform on. The platform was tested using a light resuscitation test fixture and was able to provide continuous compression. Review of the retrieved archive data revealed that the battery was last successfully charged in the autopulse multi chemistry charger (mcc) on (B)(6) 2017 and last inserted in a platform on (B)(4) 2017 without errors. After the platform insertion on (B)(6) 2017, two events of mcc charging cancellations were recorded. This possibly caused or contributed to the reported event occuring on (B)(6) 2017. Additionally, the archive data also recorded that the battery was inserted in the autopulse platform and remained inside for more than 10 days on (B)(6) 2017 . Based on this evaluation, a likely cause for the reported event is attributed to improper battery management. The autopulse power system user guide states that "a test-cycle can take up to 10 hours. Never interrupt a test-cycle by removing the battery from the charger. A battery that initially fails a test-cycle will automatically undergo additional test-cycles. Up to three test-cycles may be performed until the battery is considered to have failed (red led)" and "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged autopulse lithium ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not be able to charge in the mcc.

Event description:
It was reported that during shift check, the user inserted a fully charged autopulse li-ion battery (sn (B)(4)) with battery status indicator illuminating a green led in an autopulse platform; however, the platform was unable to power up (the user control panel was blank). No patient was involved with this event. Additional information stated that following the event, the crew tested battery by inserting it in an autopulse multi chemistry charger (mcc) and the mcc illuminated the "half battery and question mark" symbol indicating that charging was unsuccessful. The platform was also tested using another battery and operated as intended without any issue observed.